Manufacturer narrative:
Additional information was provided that the device did not produce sound. A philips field service engineer (fse) went to the customer's site to evaluate the device. The fse determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The speaker was replaced to resolve the issue.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to (B)(6) 2016; therefore, no UDI is required.

Event description:
It was reported that there is a loudspeaker problem. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.